Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin flow blocked alarm. The blood glucose was 536 mg/dl at the time of the incident. Customer treated high blood glucose with shots. Customer reported did set change tried to prime the pump and got insulin flow block and when took out set to look at it something fell out. Customer declined troubleshooting of the high blood glucose. After performing troubleshooting for the insulin flow blocked alarm, the customer reports alarm occurred during fill tubing. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump seats immediately during the displacement test due to the motor slide tip broken off and getting stuck to the motor sleeve. The insulin pump passed the self test, sleep current measurement, and active current measurements. We were unable to perform the displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, and occlusion test or verify no delivery or occlusion alarm due to motor slide damage. The insulin pump was also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.